Manufacturer narrative:
A ge representative evaluated the system and replaced a video cable. No patient injury was reported.

Event description:
The customer reported, the system would not produce an image. No patient injury was reported.